Event description:
Attorney reported: on (B)(6)2000- patient had a bard composix mesh implanted into her body to repair a left inguinal hernia. On (B)(6)2009 - patient presented to the operating room for a recurrent hernia. While performing the surgery, the surgeon noted that there was a bulky mesh in the same area as patient's pain; and since it might have been the cause of her problems, he decided to excise patient's mesh. At first had to be dissected free from the omentum and the peritoneum, and the surgeon noted that the midsigmoid colon had been affected by the mesh and resected this part of patient's bowel along with the mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.